Manufacturer narrative:
In previous report b5 section was incorrect now this is corrected/updated.

Event description:
The patient has alleged dizziness, headache. There was no report of serious or permanent harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged dizziness, headache. There was no report of serious or permanent harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.